Event description:
It was reported by the customer that during use the iab malfunctioned. During an inspection of the iabp by the fse, blood was observed in the pneumatic interface module of the iabp. There was no patient harm reported. The malfunction occurred because there was a hole (tear) in the balloon. It is unknown whether a getinge balloon was used.

Manufacturer narrative:
E1 - event site name: (B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.